Event description:
A malfunction was reported on the pump, but no significant events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it with assistance. The issue did not recur, and the customer was advised to continue using the pump and to report any future malfunction codes.